Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the stopcock connections broke, resulting in the line pulling out from the connection while in use on a patient during chest tube drainage monitoring. The damaged line was replaced. There was patient involvement, and no patient injury was reported.